Event description:
It was reported that the patient was experiencing electrical shocks in her head and body at the location of her implantable neurostimulator (ins). It was stated that the body shocks occurred twice, one of which upon pressing the elevator button and the other without any specific situation, position, body movement, or time. The patient's healthcare professional advised her that she have the lead in her head removed when she went back to (B)(6). It was noted that at the time of report the patient still had both head and body shocks. Additional information was requested, and if received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The spinal cord stimulator was used off label for occipital stimulation. Concomitant medical products: product ID neu_unknown_ext, implanted: (B)(6) 2012. Product type: extension: product ID 3778-45, implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, implanted: (B)(6) 2012. Product type: lead: product ID neu_unknown_lead, implanted: (B)(6) 2012. Product type: lead: product ID neu_unknown_ext, implanted: (B)(6) 2012. Product type: extension: product ID 37713, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID neu_unknown_lead, implanted: (B)(6) 2012. Product type: lead. (B)(4). (B)(6).

Event description:
Additional information received reported that the managing physician examined the patient on (B)(6) 2013. The patient reportedly had two implantable neurostimulators (ins), one for spinal cord stimulation (implanted in right abdomen) and one for occipital stimulation (implanted in the left abdomen). It was stated that the shocks only occurred on the right side. The patient claimed that the right ins was not charging fully, but upon inspection if was also fully charged. It was further stated that the patient had no more shocks in the head and body, the charging was working ¿perfectly well,¿ and that she was receiving effective therapy.

Manufacturer narrative:
(B)(4).